Manufacturer narrative:
This report is submitted on september 10, 2021.

Event description:
Per the clinic, the patient experienced a post-surgery wound infection (staphylococcus) which was successfully treated with oral antibiotics. The implant remains in-situ.